Manufacturer narrative:
Additional information : the lot was manufactured from june 05, 2019 - june 06, 2019. The device was received for evaluation. A visual inspection was performed and a reddish-brown particle embedded in the material of the tubing was identified. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the raw material of the device tubing line.the particle has no contact to the fluid path because they were embedded in the material of the tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (unspecified) was observed on the tubing of the large volume intermate. This was identified prior to patient use. There was no patient involvement. No additional information is available